Event description:
It was reported that the user¿s prior sensor stopped working and they inserted a non-plus freestyle libre 3 sensor that was incompatible with the ilet, resulting in loss of automated dosing until they performed a fingerstick and entered a blood glucose value while awaiting pairing of a newly obtained freestyle libre 3 plus sensor. Symptoms included hyperglycemia with a documented peak of 220 mg/dl for approximately two hours, without alerts for extreme hyperglycemia, without ketone testing, and without acute symptoms. Outcomes included temporary interruption of automated insulin dosing without medical intervention or assistance. Investigation included technical support troubleshooting and user education regarding manual blood glucose entry and sensor compatibility. Investigation of this case revealed user error related to use of an incompatible sensor and delayed pairing period for the compatible sensor. It was concluded that the event was due to use of an incompatible sensor and resolved with correct sensor acquisition, manual blood glucose entry, and waiting for the pairing window. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.